Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.75x32 mm taxus liberte drug-eluting stent would not cross the lesion. No patient complications were reported. Patient status reported as "good." However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the returned unit found that the device had been partially inflated, as the stent was partially expanded and damaged. However, the balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. No additional product analysis or external evaluations were performed. The complaint report states that the physician encountered significant resistance upon inserting the device. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the top assembly shop floor paperwork found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is design constraints of the product.